Event description:
It was reported that the pump miscalculated a bolus. Customer's blood glucose level was 416 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.